Event description:
It was reported that (2) tlc55 were used during a gastric bypass procedure. It was reported by the rep that the tlc55 linear cutter would not work properly during a gastric bypass procedure. The surgeon reported that the cutter would not advance after the cycle was started. The surgeon reported a few staples came down but the blade never advanced. Another tlc55 was used. The surgeon did report excessive bleeding on the staple line from that instrument and oversewed the staple line. The second instrument was not saved.